Event description:
It was reported that multiple intermittent occlusion events occurred. Reportedly, the customer is wearing the cartridge tubing facing up. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and cartridge, then resumed insulin therapy.